Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard a critical alarm and the healthcare provider (hcp) confirmed to hear the critical alarm as well. The pump was interrogated and logs were read. The hcp could not find any log entries indicating a reason for the critical alarm. It was noted that the physician was supported by phone during this troubleshooting. Some hours later, the patient experienced underdose symptoms and increased pain. At that time, the hcp was unavailable, so the patient was advised to go to another clinic. At the time of the report, the patient status was reported as ¿alive-with injury¿. It was later reported that the patient had a morphine pump. The alarm occurred every 15 minutes. It was reported that ¿something is wrong¿ and the patient was being underdosed. The patient was trying to resolve the ¿withdrawal feeling and upcoming pain¿ with administering extra boluses from her personal therapy manager (ptm). The patient was unable to seek further medical attention. The patient was ¿not doing okay¿ because of the symptoms. It was later reported that the patient did not see another doctor. The pump was still running. It was later reported that the patient had an appointment with the hcp, but did not show up. It was noted that the patient had new disc damage, which caused pain and was being sent to another hospital.

Event description:
Additional information was received. It was reported that the pump was ¿apparently defective¿; however, the physician who had checked the pump in the past found the pump was working as expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).